Event description:
It was reported that the pump has a ripped and bubbled dso seal and scratched screen during testing. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported ripped downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.